Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("my hormones went crazy after hysto too"), was found to have a pregnancy with contraceptive device ("felt apart after miscarriage") and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, hormone level abnormal, medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my hormones went crazy after hysto too. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " felt apart after miscarriage" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coil went to my bowel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), anxiety ("anxiety") and depression ("depression"), was found to have hormone level abnormal ("my hormones went crazy after hysto too") and was found to have a pregnancy with contraceptive device ("felt apart after miscarriage/pregnant for 10 weeks"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, hormone level abnormal, pregnancy with contraceptive device, abortion spontaneous, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, hormone level abnormal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my hormones went crazy after hysto too . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added, new events added. Previously added medical device removal event replace with device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("my hormones went crazy after hysto too"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my hormones went crazy after hysto too. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have hormone level abnormal ("my hormones went crazy after hysto too"), was found to have a pregnancy with contraceptive device ("felt apart after miscarriage") and experienced abortion spontaneous ("miscarriage"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, hormone level abnormal, medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my hormones went crazy after hysto too amendment: the report was amended for the following reason: company causality for event spontaneous abortion was updated to unrelated . No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("my hormones went crazy after hysto too"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my hormones went crazy after hysto too. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.